Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusion), h11. It was reported that the cs100 inta aortic balloon pump (iabp) had autofill failure alarm / battery malfunction. Customer reported does not fill and battery to be replaced. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported filling fails and batteries expired. The fse purge valve assembly and batteries. Repair completed. Functional tests performed with positive outcome. The equipment was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cs100 intra-aortic balloon pump (iabp) had a battery malfunction and auto-fill failure.